Manufacturer narrative:
Technical service engineer (tse) troubleshot the reported event with the user facility over the phone. The user facility performed an investigation on the device and could not duplicate the event. In the event that add'l info becomes available, a supplemental report will be submitted. The service history record for the device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report from the USA indicates the device experienced error code kp0120 (safe state system test) and stopped cycling. The device was not in use on a pt when the event occurred.